Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the distal end of the bladeless trocar was disengaged. The disengaged piece was not received. The cannula, trocar, circular seal and envelope seal appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged bladeless trocar tip may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, during the insertion of the trocar, the tip of the trocar (obturator) broke off and made a strange noise. They opened a new device to complete the procedure. There was no patient injury.